Event description:
PER THE CLINIC, THE PATIENT EXPERIENCED SIGNIFICANT SKIN BREAKDOWN AT THE IMPLANT SITE, EXPOSING THE RECEIVER/STIMULATOR (DATE NOT REPORTED). IT WAS FURTHER REPORTED THAT, OFF-THE-EAR RETENTION OPTIONS AND USE OF THE EXTERNAL SOUND PROCESSOR WERE ATTEMPTED BUT DID NOT RESOLVE THE SKIN ISSUE. THERE ARE PLANS TO EXPLANT THE DEVICE AND TO REIMPLANT THE PATIENT WITH A NEW DEVICE; HOWEVER, THIS HAS NOT OCCURRED AS OF THE DATE OF THIS REPORT.

Manufacturer narrative:
Per the clinic, the device was explanted on (b)(6) 2026 and re-implanted with another cochlear device during the same surgery.